Event description:
When using the universal clip applier dr. (B)(6) attempted to clip the cystic duct but the clip did not deploy. This led to a hole in the cystic duct. He attempted to use a second clip applier. With the same lot number and the clip did not fire from that device either. Per dr. (B)(6) there was an ¿indentation¿ left but no hole. He then used a vicryl endoloop to ligate the cystic duct.